Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift® with lidocaine in the mentolabially. Approximately four months later, patient developed granulomas and severe indolent indurations in the area. Biopsy was not provided. Patient was treated with hylase. Symptom on going.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift® with lidocaine in the mentolabially. Approximately four months later, patient developed granulomas and severe indolent indurations in the area. Biopsy was not provided. Patient was treated with hylase. Symptom on going.

Manufacturer narrative:
Type of investigation code: b15, b17, b20. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.